Event description:
Device malfunction: none. Symptoms/ae: hypotension and bradycardia. Time of malfunction/ae: during the procedure. It was reported that during a right internal carotid artery stenting procedure, during balloon inflation, the patient became hypertensive and bradycardic. Dopamine was administered. The hypotension and bradycardia resolved three days postprocedure, and the patient was discharged to home. There was no adverse patient sequela. Although requested, there was no additional information provided.

Manufacturer narrative:
Study event. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Hypotension and bradycardia are known possible adverse effects associated with the use of this device.